Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was reprogrammed and the oversensing was resolved. The patient was fine after the event.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device exhibited post-paced t-wave oversensing. Programming changes were recommended. No further information is available.